Manufacturer narrative:
This incident is being reported in an abundance of caution. The alleged issue of the irc10lxo2 stationary concentrator producing carbon monoxide resulting in the user being hospitalized couldn¿t be confirmed. It was concluded that if the unit is operating properly it isn¿t possible for the device to produce carbon monoxide. If the unit was in an environment with high levels of carbon monoxide, the sieve material would absorb the co. If the ambient co remained high for an extended period, the sieve would become saturated and it would be possible for the carbon monoxide to be transmitted from the ambient air through the device. Multiple attempts were made to obtain the fire department report, without success. A return of the device was requested. However, the provider stated they have quarantined the device and won¿t be returning it at this time. The device is equipped with both visual and audible alarms systems to indicate to the user if isn¿t functioning as intended. If further information becomes available a follow up medwatch will be submitted.

Event description:
The reporter alleges the stationary concentrator was producing carbon monoxide resulting in the user being hospitalized with low oxygen and high levels of carbon monoxide. Per the family of the end user and the provider, the local fire department determined the high levels of carbon monoxide were originating from the device/canula.